Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance, high threshold, oversensing and possible fracture on the right ventricular (rv) lead. The pace/sense was replaced and an old inactivated rv lead was reactivated and used as the pace/sense. The high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance trend on the rv (right ventricular) pacing lead was rising. Beginning (B)(6) 2015, ventricular sensing integrity counts up to 2192; vt-ns episodes with evidence of lead noise oversensing. During the week of (B)(6) 2015, rv pacing impedance spiked to 1178 ohms from a trend of 300-399 ohms. Continued rise up to 1368 ohms on (B)(6) 2015. Rv lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in last 60 days.